Event description:
It was reported that the patient underwent revision surgery due to hip dislocation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: dislocation, doctor performed surgery on a patient that did not recall where or when original surgery was performed. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment img_0485.jpeg, img_0486.jpeg and img_0487.jpeg. The photo investigation revealed that the pinn mar neut 28idx56od was covered of blood remnants. Nevertheless the acetabular liner displayed signals of multiple scratches and a small hole on the concave surface, most likely caused due to the explantation attempts. However, with the provided photographs and the absence of chronological evidence for review, there is no clear indication to confirm the reported dislocation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinn mar neut 28idx56od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.